Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported the patient experienced chest pain. On (B)(6) 2013, a left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was successfully implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. On (B)(6) 2017, the patient experienced chest pain and was hospitalized.